Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of three of peritoneal dialysis therapy. The patient improperly disconnected from the patient line and reconnected to the line to complete therapy. The technical service representative (tsr) instructed the patient to close all the clamps and cycle the power on the device to clear the alarm. The tsr assisted the patient with the removal of current supplies attached. Proper procedures were reviewed with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the disposable set and reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.